Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received failed battery test alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they were using a new battery. The customer stated that the battery cap was replaced. The customer stated that they received several battery out limit alarms. The insulin pump will be replaced and will be returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification, and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No failed battery test alarms were noted during testing. The pump was received with minor scratches on the display window and case. The pump was received with a faded and stained serial number label. The power management tool confirms the unloaded voltage and loaded voltage were within specification.